Event description:
Boston scientific received information that the patient was admitted to the intensive care unit due to sepsis. Upon interrogation it was noted that the competitor right ventricular (rv) lead exhibited decreased impedance measurements. Loss of ventricular capture with three second pacing pauses were also observed. It was noted that the patient is pacemaker dependent. The boston scientific sales representative stated that the system was not explanted and the physician believes the ventricular loss of capture was due to an electrolyte imbalance. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.